Event description:
It was reported that the patient presented in clinic for initial implant procedure on (b)(6) 2026. After fixating during procedure, the right ventricular (RV) leadless pacemaker (LP) was difficult to be separated from the delivery catheter, and shortly after it was separated, the RVLP was dislodged and free floated in the right atrium. The RVLP was retrieved, tested outside of the body and confirmed separation difficulty. An alternate RVLP was implanted instead. There were no patient consequences.